Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 80% stenosed lesion in the mildly tortuous mid right coronary artery (mrca). A xience stent was implanted without issue. Post-dilatation was attempted with a 3.5x12mm nc trek balloon dilatation catheter (bdc). The first inflation was to 15 atmospheres (atm) without issue. The second inflation was to nominal pressure at which time the balloon ruptured. It is believed that the balloon ruptured due to contact with the sharp calcification near the target lesion. The implanted stent was not affected by the balloon rupture and the device was simply removed from the anatomy. Another nc trek was used to for post-dilatation and successfully completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.